Manufacturer narrative:
(B)(4). It is unknown if the device is available. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 812:02 was not confirmed or duplicated by baxter service personnel; however, quality engineering has reviewed the service evaluation and discovered that failure code 812:02 was found in the event history on channel a and confirms the reported condition. The root cause of this condition was determined to be a defective pump head module on channel a. The channel a pump head module was replaced to correct this condition. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump that experienced failure code 812:02. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no information regarding patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.